Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hosptial has reported no patient injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.